Event description:
The following has been reported: pm inspection, replaced internal battery pack and the pump membrane. Also upgraded the software and ran calibration and test procedures. All test ok. Replaced defective air detector, calibrated and tested ok. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, all tests passed. So, the pump was functional. The air sensor was changed as prevention without justification. As per provided information, no dysfunction of the device could be found with the exception of the need for preventive maintenance. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.